Event description:
It was reported that the patient presented in the emergency room after receiving an alert for capacitor charge time limit reached. No patient symptoms were reported. During the capacitor maintenance check, the patient reported hearing crackling and popping sounds. The device was explanted and replaced. There were no issues.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturer for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an anomalous hv capacitor.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.